Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of 10 infusion sets cannula being kinked on 09-jun-2024. The blood glucose (bg) level was displayed as high and treated with correction injection via multiple daily injection. The patient was given insulin via injection by a physician for treating high bg the set was noticed to be kinked 3 or more hours after insertion, after being in use for less than a day. The site of insertion was located at thigh, upper buttocks, and lower back. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available